Event description:
Overdelivery of morphine secondary to user misprogramming reported. The physician orders were for morphine 5mg/ml, a loading dose of 4.0 mg, pca dose of 2.0 mg with a 6 minute lockout and a 15.0 mg 4 hour limit. A nurse inadvertently programmed a drug concentration of 0.5 mg/ml with the 5 mg/ml morphine vial in place and then administered a 4.0 mg loading dose. At the incorrect concentration, the pt actually received bolus dose of 8.0 ml=40mg. The pt had mild respiratory depression his vital signs remained stable. The physician ordered a prophylactic dose of narcan to be administered. There were no adverse sequelae.